Event description:
It was reported that arteriotomy closure of the both common femoral arteries was attempted with proglide devices, using the pre-close technique, via 6f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, at the mildly tortuous left common femoral artery, one proglide device had an unspecified device failure. The sutures of two additional proglide devices were successfully preplaced using the pre-close procedure. The left arteriotomy was upsized to 9f. After the aaa procedure the successfully preplaced sutures were used to achieve hemostasis. Reportedly, at the right common femoral artery, the sutures of two proglide devices were successfully preplaced using the pre-close procedure. The sheath was upsized to 17f for the aaa procedure. After the aaa procedure was completed the preplaced sutures were tightened but hemostasis was not achieved. An additional proglide device was used with the same result. A sheath was placed. A cut down was performed and the artery was sutured to achieve hemostasis. Distal pulses were excellent after the cut down procedure. The patient was given protamine. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other three proglide devices referenced are filed under separate medwatch MFR numbers. Evaluation summary: the device was returned for analysis. Although the failure mode was not specified, device analysis revealed cuff-to-needle tip detachment, thus the reported complaint is confirmed. Additionally two tabs (measuring 0.01 inch square) were separated and not returned. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.